Manufacturer narrative:
An event regarding loosening and/or mal aligned involving an unknown trident shell was reported. The event was confirmed. Malposition of the trident shell was confirmed following review by a clinical consultant. Method & results: a review of the provided x-rays by a clinical consultant concluded :"principal root cause of failure thus was cup malposition leading to overload with cup loosening. Because cup position was the principal problem and the surgeon is responsible for optimal component placement, principal root cause of failure is procedure-related. Presence of cup malposition was also recognized in the information provided by the revision surgeon, consistent with all other info. Procedure-related factors: cup malposition in excessive inclination and absent anteversion plus medialized cup position. Patient-related factors: no info. Device-related factors: none. Diagnosis: cup malposition in excessive inclination and absent anteversion plus medialized cup position has contributed to an overload condition preventing bone ingrowth fixation of the cup requiring early revision." Conclusions: the cause of the event was confirmed by a clinical review he stated "principal root cause of failure thus was cup malposition leading to overload with cup loosening, because cup position was the principal problem and the surgeon is responsible for optimal component placement, principal root cause of failure is procedure-related" and as such is not device related. No further investigation for this event is possible at this time. Further information such as device details, return of device, operative reports, & follow up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's right hip due to loosening and/or malaligned cup. Surgeon revised cup and liner to a depuy cup and liner. Patient has an accolade ii stem and head which remained implanted and were well fixed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that surgeon revised patient's right hip due to loosening and/or malaligned cup. Surgeon revised cup and liner to a depuy cup and liner. Patient has an accolade ii stem and head which remained implanted and were well fixed.